Manufacturer narrative:
(B)(4). The cause of the leak was determined to be a use error. The labeling included with this device provides instructions on properly connecting the device to the drug vial, activating the device, and reconstituting the drug. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between a vial-mate adapter and the drug vial. This occurred during reconstitution of azithromycin. The reporter stated that the nurse was "pulling the needle back out from the vial (the blue is showing) and relocking.¿ once the needle was reinserted into the device, the leaking reportedly stopped. There was no patient involvement. No additional information is available.